Event description:
The customer reported conflicting results with the ID now covid-19 assay performed with multiple lot numbers. This MFR. Addresses lot (1) of (2) two. The customer reported conflicting results with ID now covid-19 assay performed on (B)(6) 2021, the initial test result was positive. Repeat testing was performed on the same day and generated negative results. Repeat testing was performed once more and generated negative results. No additional information, including patient treatment and outcome was provided.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Reference MFR. Report: 1221359-2021-02038.

Manufacturer narrative:
Additional information: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1025745 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1025745, test base part number 190-430 / lot: 1025745. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1025745 showed that the complaint rate is (B)(4). A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1025745 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue as the logfiles were unable to be reviewed, however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.